Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Mfg site eval: the instrument arrived decontaminated in a pl718su blister without cardboard-box. The instrument was cleaned before return for eval, all critical components and contacts are unusually clean. Electrical inspection: first we measured the electrical resistance of the complete instrument. For this purpose we clamped an piece of tin foil in the jaw, and measured the upper and the lower link in common. Result of the measuring: in the rest position in the resistance is according to spec. During handling, turning and bending the shaft, the resistance did not change. Jaw - gap measuring: according to spec. Sealing test: wet gauze, product functions according to spec. Opening the handle for investigation: after opening the handle, we investigated the sliding contacts. The proximal contact was according to spec, also the distal contact and the shaft were according to spec. Conclusion: the device shows no indications of any malfunctions. The root cause for the described malfunction is not comprehensible. Because of the cleaning / decontamination some settings, which leads to insufficient functions are removed. The mfg document has been checked and found to be according to spec during the time of production.

Event description:
Country of complaint: (B)(4). Coagulation faulty. Add'l info: the problem happened during the procedure, number of times is unk; bleeding of the meso; after the cut; no error message on the gn200 display; the surgeon had to take the vessel perfecting the synthesis with bipolar forceps and clip; the procedure has been finished with the ligasure.